Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a tantalum capacitor. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. (B)(4)